Manufacturer narrative:
The report of an alarm that would not clear was confirmed through the analysis of data retrieved from the returned system controller. The returned controller passed functional testing using laboratory test equipment and was able to support a mock circulatory loop for an extended period without any atypical alarms or events being captured. The returned 11v backup battery was discharged/recharged several times and testing was unable to reproduce a fault alarm. The returned system controller and backup battery were found to function as intended during the investigation. The root cause of the backup battery fault alarm could not be determined. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient age, gender and weight was requested but was not provided. The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate 3 system controller is (B)(4). Approximate age of device - 9 months. The patient remains on lvad support. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient¿s system controller had a constant alarm that would not clear. The system controller was exchanged to resolve the issued. The patient was asymptomatic. A log file reviewed by the technical services representative confirmed that the alarm was an internal fault alarm which locked in from communication a and communication b faults. On (B)(6) 2017, the lvad clinician reported that the patient has had no additional alarms since the system controller exchange. No other equipment was replaced. This did not impact patient¿s clinical status and is still ongoing on support. No additional information was provided.